Manufacturer narrative:
Correction: 9615754-2020-00095-vitek ms-cadida bovina misidentified as candida slooffiae supplement 1 was submitted without the manufacturer narrative. Please see the manufacturer narrative below. Biomerieux conducted an internal investigation following the review of the publication entitled, "invasive candida bovina infection, france" by brunet k., et al. Expertise evaluation of medical affairs and r&d concluded that no further investigation was needed and that there was no impact. The case report was about detecting a rare yeast found in blood culture. The vitek® ms misidentified the yeast as candida slooffiae . The correct identification of candida bovina was confirmed using sequencing of candida 18s ribosomal dna. Per r&d, "this misidentification didn't lead to any clinical impact due to missing breakpoint for this species. Only breakpoint for c.albicans and c.glabrata are available (eucast) and could be extended to other species." It should be noted that candida bovina is not claimed in the vitek® ms version 3.2 knowledge base (kb) and the user manual for kb 3.2 states "testing of species not found in the database may result in an unidentified result or a misidentification."

Manufacturer narrative:
Second sample taken from patient days later and misidentified as candida slooffiae is reported in 9615754-2020-00096.

Event description:
An internal complaint was initiated following a review of a 2020 scientific publication entitled, "invasive candida bovina infection, france" by brunet k., et al. The publication describes the treatment of a (B)(6) patient who was hospitalized because of a fall. A catheter culture was positive for a yeast and the hospital used matrix-assisted laser desorption/ionization time-of-flight (maldi-tof) mass spectrometry with the vitek® ms (serial # (B)(4)) with (B)(4) knowledge base (kb). The vitek® ms identified the yeast as candida slooffiae. Within the next two days, the hospital performed bloodstream cultures which were positive for a yeast as well. The vitek® ms identified the yeast as candida slooffiae, but anaerobic culture was positive for streptococcus anginosus and they treated the patient with caspofungin. Three days later the blood culture results were negative. The treatment of caspofungin was continued for 14 days after the negative culture. It was noted that there was no valvular disease, cardiac failure, or abnormalities revealed during the funduscopic examination. The patient was monitored for 90 days and showed no relapse of infection. Although the vitek® ms identified the rare species, the hospital performed sequencing of candida 18s ribosomal dna to confirm identification. The sequencing identified the yeast as candida bovina. Additionally, alternate methods such as bruker biotyper ms 4.1.80 and vitek® 2 yst ID card were performed. Bruker biotyper ms 4.1.80 identified the yeast as kazachstania telluris and the vitek® 2 yst ID card could not identify the yeast. It should be noted that candida bovina is not claimed in the vitek® ms (B)(4) knowledge base (kb) and the user manual for kb 3.2 states "testing of species not found in the database may result in an unidentified result or a misidentification." There is no indication or report from the author to biomérieux that the discrepant result led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.